Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.5 installed on samsung galaxy s24 (os 14) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document (B)(4). Version g. According to the indicated problem in the fota app logs, the pairing attempt failed when the fota app was waiting for the pump to be ready for the sake handshake due to the connection timeout according to the bluetooth specification (the bluetooth hardware in the phone lost connection to the pump). The root cause of the issue is related to the enabled cross-device service on the android device or the not-cleared all previous pump bluetooth connections in the bluetooth setting before pairing. Issue status: unknown. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings . 2. Tap google , devices & sharing, cross-device services. 2.1. Or search â¿¿cross-deviceâ¿¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in fota app to establish pairing between pump and phone the helpline informed that the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and mobile application, crack on the pump from battery side to the clip. The customer reported no adverse event. The event involved product(s) mmt-1880l,mmt-6122. Troubleshooting was performed. Pairing was not successful after troubleshooting. Issue was escalated. Customer was advised that insulin pump will be replaced and to update the the same. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-6122.